Event description:
A site reported that a patient allegedly received a burn during a surgical procedure performed on (B)(6), 2011. The size and degree of burn was not reported, however, the details provided indicated the "right side of face - skin breakdown." The surgical procedure was described as a craniotomy for tumor resection. The duration of surgery was approximately six hours. The site estimated that the patient's skin was exposed during the surgical procedure for approximately four and a half hours. The site is not sure when the burn appeared and indicated it was not noticed immediately post-operation. An order was written for silvadene on (B)(6), 2011.

Manufacturer narrative:
The microscope was inspected by a service technician on (B)(4), 2011. The findings demonstrate that the microscope was functioning within specification and that no malfunction occurred. The product labeling provides information regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to the minimum and taking precautions to irrigate the surgical field.